Event description:
A customer reported a readings issue on their adc meter while using an affected test strip lot. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
It was reported via clinical trial that the first target lesion was located in the mid left anterior descending artery (lad) with 80% stenosis. Predilatation was performed prior to placement of the 3.0 x 28 mm study stent. Resulting lesion stenosis after stenting was 0%. The second target lesion was located in the proximal right coronary artery (rca) with 70% stenosis. Predilatation was performed, then repeated attempts were made to pass the target lesion using a 4.0 x 18 mm study stent. The shaft kinked due to unexpected resistance but the procedure continued in an attempt to deliver the stent. However, the shaft separated at the site of the kink which was outside of the patient's body. Shaft separation was reported to be due to relatively poor support of the wire and the guiding catheter. The subject was not injured as a result of this malfunction. Predilatation was performed prior to a second 4.0 x 18 mm study stent being successfully implanted. Resulting lesion stenosis for the lesion site was 0%. The site reported an event of myocardial infarction (mi) with an onset of (B)(6) 2009, 1 day post index procedure. Post procedure cardiac enzymes were noted to be elevated. Troponin elevation was consistent with protocol definition of mi. No action was taken to treat this event. On (B)(6) 2009 the subject was discharged on aspirin and clopidogrel. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4) - removed. Evaluation summary: evaluation of the returned product found blood visible on the balloon and in the guide wire lumen. There was crystallized contrast in the inflation lumen. This is consistent with preparation and the sds advanced into the patient anatomy. The stent was stationary on the tightly folded balloon between the markers with no damage noted. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length and stent outer diameters were measured and met manufacturing criteria. The hypotube and jacket material had separated 19 cm distal to the strain relief tubing, confirming the reported separation. The fracture faces were oval as if kinked prior to separation. The material at the separation was stretched. There were kinks and bends noted to the hypotube near the separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. In this case, it was reported there was poor support from the guide wire and guiding catheter, which would have contributed to the failure to advance. The shaft most likely kinked during advancement of the catheter in the anatomy and further manipulation of the catheter would have contributed to the shaft separating. It was reported the promus was advanced even as resistance was encountered, which likely contributed to the shaft kinking and ultimately separating. It should be noted in the promus instructions for use (IFU) it states: should any resistance be felt at any time during withdrawal of the coronary stent system, the entire system should be removed as a single unit. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. In review of all incidents, there is no lot specific product quality deficiency. In this case, the reported failure to advance and hypotube separation appear to be related to the operational context of the procedure. No corrective action will be implemented in this case, as the reported difficulties appear to be related to the operational context of the product and not a product quality deficiency. Product performance engineering will monitor the incident circumstances.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information. (B)(4) - against resistance.